Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 6 unopened and 1 opened pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received six closed samples and one open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and all units are tight. Tested the needle attachment of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Taking into account that no other customer complaints have been received concerning this issue for this code-batch and the closed samples received fulfill the OEM requirements, it is considered that the open sample received is an isolated unit affecting only this article code-batch. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that when the nurse opened the suture package 5/0 monosyn c0023706 - batch no: 115017, it was discovered the needle was detached from the thread.